Manufacturer narrative:
H3: product analysis: evaluation determined that vibration. The likely cause was identified as detached bearings. It was also noted not seating properly, laser markings faded. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an otology procedure the bur was difficult to attach in a straight attachment. It was also noticed that there was a loose "o-ring" inside the attachment. The patient impact and consequences are not known. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.